Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated this patient's lung resulting in a pleural effusion. It was noted that the patient had reported diaphragmatic stimulation starting two days post-implant. A revision procedure was performed at which time the rv lead was repositioned and the effusion resolved via pleural centesis. No additional adverse patient effects were reported. This lead remains in service.